Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is pride industries. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. Investigation summary: no photos or samples were received by our quality team for evaluation. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation and the clinician's description, the system preformed as designed, as an idle-wait screen is displayed if a lost wireless connection event occurs. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the kit tablet base failed, showing a "waiting for the case to begin" screen during the surgery. The following information was provided by the initial reporter: "crna informed me that ipad was not working. When I got to the or the screen was showing ¿waiting for the case to begin¿ even though the case was in the middle of the surgery. The case ended for crna when procedure started after induction."